Manufacturer narrative:
No sample eval was performed as no sample was received. A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use precautions section in item 5 states: ureteral stents should be chekced periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual pt's condition and other pt specific factors. The stent is not intended as a permanent indwelling device. Baseline report previously provided.